Event description:
The patient underwent left iliac artery angiogram with stent placement. During the post-dilation with an 18 x 40mm balloon (after stent placement), the balloon apparently ruptured and only the shaft and a bit of the tail end of the balloon was able to be retrieved. At that point, detailed venography of the inferior vena cava and angiography of the right atrium and pulmonary artery did not reveal the balloon material. Intravascular ultrasound of the stent and the iliac and femoral vein also did not show the balloon fragment. The patient remained hemodynamically stable throughout the procedures. The next day, the patient underwent a chest CT angiogram which revealed that the left lower lobe pulmonary artery was occluded, presumably with a combination of balloon material and associated thrombus. The patient was asymptomatic. The patient underwent catheterization that day. When the pulmonary artery line was advanced into the left main pulmonary artery, the balloon material was visualized. With appropriate measures in place to prevent the foreign body from migrating to the lungs, the entire balloon material was retrieved. The piece matched the missing fragment. A repeat angiogram of the l pa showed a small, non-occlusive thrombus in the middle of the lower lobe pulmonary artery, which was not thought to be clinically significant. The patient tolerated the procedure well and was discharged home the following day.======================manufacturer response for balloon catheter, boston scientific xxl 18-2 (per site reporter).======================unknown at this time. The manufacturer was notified by cdic staff.